Manufacturer narrative:
The device will not be returned for evaluation; however photographic evidence has been provided of the device and shows part of the pad was burned. Evidence of the actual burn were not provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 14 complaints regarding 34 devices for this device family and failure mode. During the same time frame 9,510,860 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000004. Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If not protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc, and allow to dry thoroughly. Apply pad firmly to skin, ensuring full adhesion of the pad gel and adhesive, and full pad contact with patient's skin. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed representative reported on behalf of their facility that the 410-2000, surefit grounding pad, caused a full thickness burn on a patient. The patient was undergoing an open hernia repair on (B)(6) 2019. When the surgical staff removed the grounding pad they noticed the burn on the patients abdomen about the size of a walnut. The pad was placed on the abdomen, instead of the thigh as normal. When the drape was removed after surgery, it was noticed that part of the drape was caught under the pad and the pad was tented, so that it did not have full contact with the skin. The degree of burn was not known. The patient was discharged as planned. The settings on the esu unit were 35 cut and 35 coag. Additional requests for photographs of the burn were made but none were received. This report is being raised as patient injury, due to the unknown degree of burn.